Event description:
It was reported that stent positioning difficulties were encountered. The 70% stenosed target lesion was located in the left vertebral artery. After the guidewire crossed the lesion, pre-dilatation was performed with a 3x20 balloon catheter. A 5.0mmx19mmx150cm express vascular sd stent was advanced; however, the device had difficulty crossing the lesion even after multiple attempts. The stent was found partially displaced under fluoroscopy. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent positioning difficulties were encountered. The 70% stenosed target lesion was located in the left vertebral artery. After the guidewire crossed the lesion, pre-dilatation was performed with a 3x20 balloon catheter. A 5.0mmx19mmx150cm express vascular sd stent was advanced; however, the device had difficulty crossing the lesion even after multiple attempts. The stent was found partially displaced under fluoroscopy. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the express sd was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The batch # was a match to the complaint batch number. The express sd showed signs of use. The stent had visible lifting around the middle of the stent. Microscopic analysis found bent tines of the stent. No kinks or other damage were found on the catheter.